Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported dissatisfaction with the ilet¿s insulin capacity, stating it required nearly daily cartridge changes, and expressed frustration that it could not be controlled via phone. The user noted having two unopened boxes of supplies, except for the cartridge kit. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.